Event description:
It was reported that patient presented for scheduled procedure. During procedure, it was noted that lead helix could not be extended or retracted. The lead was ultimately not used and replaced with new lead. Patient condition was stable.